Manufacturer narrative:
Software 2.5.4. The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record and UDI are in-progress. All information reasonably known as of 04 mar 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving different patients. This is the first of two reports. Refer to 3011270181-2026-00028 for the second report. It was reported, on (B)(6) 2026, nursing staff used a cortrak 2 enteral access system to assist placement of a nasogastric (ng) feeding tube. During the insertion, staff noted that the patient was mobile and that stylet detection was difficult. The ng tube was secured with tape for a brief period, and no feeding was initiated. Per the facility¿s protocol ¿enteral tube placement and management for the adult patient,¿ a post-placement radiograph was obtained. At 2324, imaging demonstrated the ng tube terminating in the right lung, confirming a misplacement into the pulmonary system. The patient subsequently developed a right-sided pneumothorax, classified as a serious injury. A right pigtail chest tube was placed on (B)(6) 2026, and later removed on (B)(6) 2026. No death occurred. The ng tube used in the placement was not available for return.